Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this lead exhibited high capture thresholds, and it was replaced during a generator change surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
This correctional report was filled to update fields b5 and d2. At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this lead exhibited high pacing threshold measurements. The patient underwent surgical intervention for a generator change due to normal battery depletion and it was necessary to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.